Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) developed a hematoma and infection at the penoscrotal incision site, with swelling, drainage, a pump that was not adhered to the skin, and minimal pain. The patient had resumed daily aspirin shortly after surgery. A surgical procedure was performed in which all components were removed and replaced with malleable implants, and a washout with antibiotic irrigation was completed. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.